Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
Before a cardiopulmonary bypass procedure, the heart lung console made a message to service a roller pump. There was no adverse consequence to the pt as a result of this event.